Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/24/2020 h.6. Investigation: when the series of actual products received were checked, no abnormalities such as clogging or deformation were found. The mixed injection part of the terumo chemo safe infusion set has a mechanism in which the rubber valve is pushed into the tip of the male luer connector to open and pass the liquid in the center. However, compared to the fasir system and q site, the opening is small and the opening force is weak, so even the slight unevenness of the tip of the male lure connector within our quality standard is circular. It was found that the rubber valve may not open due to the catch of the lure. Variations during manufacturing such as the repulsive force of the rubber valve and the surface condition of the upper surface, variations during manufacturing of the tip of our male luer connector (slight unevenness) (within our existing quality standards), and being inserted straight and pushed in when connected it was presumed that this was caused by the event that the liquid did not pass when the conditions that the rubber valve was difficult to open overlapped. If this product was included in the proposed route, it was presumed that it was blocked due to incomplete connection of the upstream face seal injector of this product. No anomaly found on DHR. H3 other text : see h.10

Event description:
It was reported that a bd prm/n35/std/50cm/ll (priming set) had flow issues and defective tubing during use. The following was reported by the initial reporter: "this is a report about two issues of 515573-zat (priming set); one is a flow issue and the other is a damaged tubing. The hcp could confirm that the infusion fluid was flowing; however, the fluid did not flow with the pump flow rate. The hcp then found that the tubing collapsed. The pump used was te-161s. The drug used is 5-fu."

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed." (B)(4).

Event description:
It was reported that a bd prm/n35/std/50cm/ll (priming set) had flow issues and defective tubing during use. The following was reported by the initial reporter: "this is a report about two issues of 515573-zat (priming set); one is a flow issue and the other is a damaged tubing. The hcp could confirm that the infusion fluid was flowing; however, the fluid did not flow with the pump flow rate. The hcp then found that the tubing collapsed. The pump used was te-161s. The drug used is 5-fu."